Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, there was a difficulty unloading the device. A part of the reload broke off and fell into the cavity of the patient and was not retrieved. Another reload was used to complete the case.